Event description:
In 2009, this patient underwent endovascular repair using gore excluder aaa endoprostheses. After the proximal end of the trunk ipsilateral leg component was ballooned with a coda aortic balloon the anesthesiologist commented that the patient's pressure had dropped. Imaging angiography was performed, and confirmed that the aorta had ruptured just below the renal arteries. An emergency open repair was performed. Patient is currently is stable condition in intensive care.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted.